Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, after discussion it was determined that the pericardial effusion was likely associated with wire perforation of the lv at the time of initial valve crossing with the .035 straight wire. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
At the end of a transfemoral tavr procedure, the patient was found to have a pericardial effusion and a pericardiocentesis was performed. The aortic annulus diameter measured 23.5 x 29.7 with severe leaflet calcification and moderate annular calcification by CT. Bav was not done during this case. A commander delivery system was prepped with nominal volume (33cc) and advanced across the native valve with no difficulties. A 29mm sapien 3 valve was successfully implanted in an 80:20 aortic/ventricular position with no residual paravalvular leak (pvl). At completion of procedure, as the physician was preparing to close the puncture site with perclose, it was noted that the blood pressure (bp) began to decline and the heart rate rose from a baseline of 60's to > 100bpm. The immediate action was a scan via tee to assess for tamponade. It was determined that a large effusion was present. The bp continued to decline and CPR was initiated. An asao was obtained to validate the absence of an aortic root rupture; this was confirmed. Heparin was reversed with protamine and an emergent pericardiocentesis was performed; the cardiovascular surgeon was summoned for possible exploration/window. Approximately 700cc of bright red blood was aspirated following insertion of pigtail catheter to the pericardial space - there was no surgical intervention. The patient hemodynamic status returned to baseline and serial tee was performed to assess if there was further bleeding. After this the patient was transferred to the ICU in stable condition. There was a lengthy discussion regarding the cause of the event and it was determined that in the absence of root rupture, the likely complication was associated with a wire perforation of the lv at the time of initial valve crossing with the .035 straight wire. However, it was not possible to say that the wire perforation occurred prior to use of the ds catheter, because there was no evidence of an effusion at case completion.